Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged their scs system in several months. Equally, stimulation was lost around the same timeframe. Reportedly, external devices will no longer locate the ipg as well as the patient programmer displayed an error message. Surgical intervention may be pending to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced which resolved the issue.